Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the student was tapping the cardioplegia line to get the bubbles out when the quick connection/line broke loose and sprayed prime solution on the system-1, the perfusion system would not power up. As a result, an alternate system was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.